Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed displacement test, self test, pump error test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no low battery alert and unexpected battery power loss noted. Device received with reservoir tube lip completely broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call reservoir was in the insulin pump and customer can not get it go. The customer¿s blood glucose level was unknown. Customer stated that they did receive a low battery alert prior to the off no power alert. The insulin pump will not be returned for analysis.